Event description:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] . Osteoarthritis problem [osteoarthritis]. S4 s1 discopathy with minor hernias [discopathy] . Minor hernias [hernia] . Memory problems [memory disturbance] . S, intercostal neuralgia with brace wearing for 4 months [intercostal neuralgia] . Tingling in the hands [paraesthesia hand] . Difficulty concentrating [concentration impairment] . Joint pain [joint pain] . Tendonitis [tendonitis] . Sciatica attacks [sciatica] . Altered mood [altered mood] . Case narrative: the below report was received by health authority ansm reference number:(B)(4) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted (lot no. 623457) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), osteoarthritis ("osteoarthritis problem"), intervertebral disc disorder ("s4 s1 discopathy with minor hernias"), hernia ("minor hernias"), memory impairment ("memory problems"), intercostal neuralgia ("s, intercostal neuralgia with brace wearing for 4 months"), paraesthesia ("tingling in the hands"), disturbance in attention ("difficulty concentrating"), arthralgia ("joint pain"), tendonitis ("tendonitis"), sciatica ("sciatica attacks") and mood altered ("altered mood"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, back pain, disturbance in attention, hernia, intercostal neuralgia, intervertebral disc disorder, memory impairment, mood altered, osteoarthritis, paraesthesia, sciatica and tendonitis to be related to essure administration. The reporter commented: date of occurrence: (B)(6) 2008. Having been unaware of the harm this device has done for all these years, I feel betrayed and want to have this device removed as quickly as possible. I don't understand why no letters have ever been sent to the women who have this device to warn them of the dangers of this product. Patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain], osteoarthritis problem [osteoarthritis], s4 s1 discopathy with minor hernias [discopathy], minor hernias [hernia] , memory problems [memory disturbance], s, intercostal neuralgia with brace wearing for 4 months [intercostal neuralgia], tingling in the hands [paraesthesia hand] , difficulty concentrating [concentration impairment] , joint pain [joint pain], tendonitis [tendonitis] , sciatica attacks [sciatica] , altered mood [altered mood] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-apr-2025. The most recent information was received on 18-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted (lot no. 623457) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), osteoarthritis ("osteoarthritis problem"), intervertebral disc disorder ("s4 s1 discopathy with minor hernias"), hernia ("minor hernias"), memory impairment ("memory problems"), intercostal neuralgia ("s, intercostal neuralgia with brace wearing for 4 months"), paraesthesia ("tingling in the hands"), disturbance in attention ("difficulty concentrating"), arthralgia ("joint pain"), tendonitis ("tendonitis"), sciatica ("sciatica attacks") and mood altered ("altered mood"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, back pain, disturbance in attention, hernia, intercostal neuralgia, intervertebral disc disorder, memory impairment, mood altered, osteoarthritis, paraesthesia, sciatica and tendonitis to be related to essure administration. The reporter commented: date of occurrence: (B)(6) 2008. Having been unaware of the harm this device has done for all these years, I feel betrayed and want to have this device removed as quickly as possible. I don't understand why no letters have ever been sent to the women who have this device to warn them of the dangers of this product. Patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.